Event description:
The sales rep reported that the doctor did not feel that the siphonguard was working appropriately because of the symptoms of the patient. The patient was fine lying down but suffered severe headaches when standing up. They adjusted the settings but no relief was found. As a result, he implanted an aesulap valve. Additional information from the rep stated that the surgeon would like to have a detailed explanation of what happened with the valve.

Manufacturer narrative:
Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.